Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker colombia. The technical service report indicates: work performed: an inspection of the lens was carried out, revealing that it is cracked. A functional test was performed, and a fragmented image was observed. The rupture of the distal lens was confirmed using laboratory instruments. No fluid leaks were detected. The equipment is out of service and cannot be repaired. The damage was caused by misuse. Probable root cause: damage to distal or proximal windows. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device began to fog up preventing proper visualization. It is not possible to perform any cleaning activity, as the opacity is internal and reflects prismatically along the length of the lens.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device began to fog up preventing proper visualization. It is not possible to perform any cleaning activity, as the opacity is internal and reflects prismatically along the length of the lens.